Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The physician reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 397 mg/dl. Customer¿s blood glucose level was 600 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with intravenous drip and insulin drip. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, excessive no delivery test, self test, unexpected restart error test and the delivery accuracy test. No under delivery anomaly, over delivery anomaly, bolus anomaly or basal anomaly noted. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the unit and passed. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Device uploaded properly using care link. Device had minor scratched display window, scratched case, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.